Event description:
The customer reported that after an abp line became disconnected from a pt and an alarm sounded at the central station and was silenced, there was no reminder alarm and the pt bled for 20 minutes.

Manufacturer narrative:
The customer reported that an abp line became disconnected from a pt and an alarm sounded at the central station. The alarm was silenced at the central station, and the staff stated that the alarm reminder did not sound after the initial alarm. The customer stated that the pt was bleeding from the disconnect site for approximately 20 minutes before the cleaning staff noticed this and reported to nursing. Per f/u telephone conversation with the ICU nurse mgr, she stated that no treatment was given to the pt. Minimal blood loss occurred that did not require emergent care, or any treatment. The pt was discharged from the unit 3 hrs after the reported incident. A review of the log files showed that at the time of the initial red abp disconnect alarm, both red alarm text and an audible alarm tone were provided at the bedside and the central station. The alarm was silenced at the central station. The log shows the alarm sounds were provided for subsequent (reminder) alarms every 3 minutes as configured from 07:29 to 08:04 when the alarms were suspended at the central station. The philips field service engineer (fse) tested the monitor and the central station and they both were working fine, which was verified by the customer's biomed. The fse went over the alarm behavior with the head nurse and explained the difference between alarm reminder and re-alarming. The head nurse felt comfortable with the explanation and was to communicate this info to her staff. We will not consider this a malfunction of a philips device, but rather a user alarm handling issue. No further investigation or action is warranted. (B)(4).